Manufacturer narrative:
Additional information: h6, h10 as reported in a research article, one patient was implanted off-label with an asd to close a pda. Residual flow was present around the device, and hemolysis occurred, so the device was explanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a retrospective study titled "outcomes of transcatheter closure of patent ductus arteriosus with the off-label use of large occluders (=16mm)" was conducted to assess the outcomes of off-label use of large occluders at a tertiary center. The study included 685 patients who underwent transcatheter pda closure with large occluders (=16mm) over 16 years (2003 to 2018). Thirty-six (36) patients needed occluders =16mm in size. The devices used include cocoon duct occluder, cera duct occluder, amplatzer atrial septal occluder, and cera muscular ventricular septal defect occluders (mvsdo) were used for pda closure. In one case where a 24mm amplatzer atrial septal occluder was used, the patient was found to have residual flow after the release of the device and had symptomatic intravascular hemolysis, requiring surgical intervention. Additional information could not be obtained.